Event description:
The manufacturer received information alleging a ventilator system is down. A service required error message is flashing red. There was no harm or injury to the patient. The patient was placed onto another ventilator. During evaluation of the device at the manufacturer service center the main system pc board assembly was replaced.